Manufacturer narrative:
Graft twisting is addressed in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meets the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. The IFU states, "to avoid any twist in the endovascular graft, during any rotation of the delivery system, be careful to rotate all of the components of the system together (from outer sheath to inner cannula)." Difficult deployment resulting in graft twisting and difficult cannulation of contralateral limb. Limb cannulated via brachial approach and procedure was completed. Physician decided to take wait-and-see approach regarding the twisted graft as blood flow was confirmed. Cause of the difficult deployment is unknown. Patient anatomy may have been a contributing factor. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
On (B)(6) 2011, a (B)(6) male, patient, underwent aaa repair. The patient's anatomical form was suitable for endovascular repair. The access route on the right side was 8mm. The procedure was conducted as labeled but the physician felt strangeness during deployment of a main body because a marker was located on the retroperitoneum side. An iliac leg graft was placed in the right and then he failed to cannulate the left side. Thus he approached from the brachial artery and cannulated successfully to place an iliac leg graft. The procedure was completed without notable problem. No images will be provided. At the follow-up on (B)(6) 2011, the physician confirmed the main body was twisted by CT angiography. Yet blood flow was confirmed, he decided to take a wait and see approach. The patient had a favorable outcome.